Manufacturer narrative:
The failure was confirmed through functional testing, disassembly and visual inspection by the repair technician. It was determined that the trigger was damaged and required replacement. The rotor and coil were found to need replacement, also as the device exhibited low speed. The device passed all final inspection activities prior to return to the customer.

Event description:
It was reported that the cordless driver has a sticky forward trigger causing the device to run on at the service floor at manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the cordless driver has a sticky forward trigger causing the device to run on at the service floor at manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.